Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff not normal and would not inflate. There was no patient involvement.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: one sample of device was received for evaluation. The reported event cut in cuff was confirmed. An inflation/deflation test was performed. It was observed the cuff deflated immediately, a visual inspection was performed, and it was observed the cuff presents a small cut. The severity was assessed as 8 (loss of primary function). No corrective actions are needed at this time since the confirmed event (cut in cuff) would have been detected during the 100% inflation/ deflation test. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.